Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01888 / 03122). Product location unknown.

Event description:
It was reported that patient underwent a revision procedure approximately 8 months post-implantation due to pain. During the procedure, the tibial bearings and tray were removed and replaced.